Event description:
New information reported stated that as of (B)(6) 2015 the device was reprogrammed and no further device issues were noted. The patient was noted to be in stable condition.

Event description:
It was reported an asymptomatic patient present to the clinic for follow-up. Upon interrogation, right ventricular noise was noted; however, electrical measurements were within specifications. Review of the monitoring record found multiple non sustained oversensing episodes potentially due to myopotential oversensing. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).